Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation, the monitor was unable to power on. There was a short in the vlith and ingnd traces on the computer analog board, thermal damage on the c9 capacitor and a discolored via pad. The cause of the failure is the damaged component. Upon investigation, the monitor was unable to power on. There was a short in traces near component j1, which caused an open fuse f600 on the computer/analog board. The root cause for the shorted traces could not be positively identified. The root cause for the excessive current could not be positively identified. The root cause for the damaged traces could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery charging fault) has been confirmed. Upon investigation the battery was unable to power on the monitor or recharge. The cause for the battery failure was isolated to an open f1 battery fuse. The cause for the open fuse was excessive current. The root cause for the excessive current could not be positively identified.

Event description:
A us distributor returned monitor sn (B)(4) and battery pack sn (B)(4) to report that the monitor was unable to power and that the battery pack had faults.